Event description:
It was reported that during a follow up in clinic, low defibrillation impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the low defibrillation impedance event was sensed by the device. The cause of the reported event remains unknown.